Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
This event was previously reported as supplemental #01 to mfg. Report#: 1644487-2020-01362. However, it was later found that the suspect product for the reported infection was different than the suspect product in the original report. It was reported that the patient experienced an infection for which the generator was explanted. The patient was administered antibiotics. According to the surgeon, the cause of the infection could not be established, and therefore the event is not expected to be related to mfg. Report#: 1644487-2020-01362 a review of device history records showed that both the lead and generator were sterilized prior to distribution. The device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device no other relevant information has been received to date.